Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument distal end has come away from the forceps. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument stopped working during surgery and the tip became bent. While removing it through the cannula it became stuck due to the bend, requiring the cannula to be undocked from the robot. During removal from the cannula on the trolley, the instrument tip broke. No reports indicated that any fragments fell into the patient, and photos of the instrument were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the provided image was consistent with the reported instrument batch sequence. The instrument exhibits a broken proximal clevis.